Event description:
The customer reported that the system shut down with a "workstation communications failed" error. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep removed and replaced the sbc with supporting pcb's, upgraded software and replaced defective hard drive. The system is operating as intended.